Event description:
Laparoscopic cholecystectomy performed using co2 for inflation of abdomen. Fog developed in abdomen (2nd class) cleared somewhat but not completely when inflation port changed. Co2 cylinder check: o2=concentration 0%; co2=none detected, -43%=dew point.